Manufacturer narrative:
This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative sars-cov-2 igg results generated on the architect i2000sr processing module for one patient. The following data was provided: architect reference range: less than 1.4 s/c = negative, greater than or equal to 1.4 s/c = positive. Biomnis roche reference range: greater than 1.0 ratio = positive (units of measure not provided). On (B)(6) 2020 sid (B)(6) initial result = 1.63 s/c, repeat = 1.57 s/c, repeat with biomnis roche ig total = 21.10 ratio. New sample collected: on (B)(6) 2020 sid (B)(6) initial result = 1.09 s/c, repeat = 1.16 s/c, repeat with biomnis roche ig total = 18.60 ratio. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records, and scientific literature. Return testing was not completed as returns were not available. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. In this case, the customer obtained a positive result slightly above the >/= 1.4 index cutoff for one patient sample. Two weeks later, a second sample was obtained from the patient which generated a negative result > 1.0. Both samples were retested with similar results obtained. Positive results were obtained on the roche assay for both samples. The roche test was for total ig. No specific patient history was provided for the patient as no date was provided in relation to onset of symptoms and no pcr information was provided. The data provided shows that the architect assay was able to detect sars-cov-2 igg antibodies slightly above the cutoff for the initial sample. A decrease in the igg level was observed for the second sample collected. Both samples tested positive on roche, however the igg level had decreased for the second sample also. According to the, patel r, et al, "report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars-cov-2/covid-19", mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. The study, quan-xin long et al, "clinical and immunological assessment of asymptomatic sars-cov-2 infections", nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. Per the complaint text, customer support reviewed the log files and observed errors on the sample and r1 probes. A note was added to the complaint text to replace the r1 needle, r1 tubing, r1 pressure sensor and sample tubing and sample pressure sensor. Review of the results log did not identify the initial results obtained for the samples. The repeat results were found and review of the history log did not identify aspiration errors when the samples were retested. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16263fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.